Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause for the foreign objects to remain in the air water channel and air water cylinder tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope was found to have foreign objects in both the air water channel and air water cylinder tube. There was no patient involvement.